Event description:
It was reported that during a coronary drug eluting stenting treatment procedure incorrect labeling was suspected. The physician was placing a taxus express2 3.5x20mm drug eluting stent in an unknown coronary artery vessel. The physician measured the stent from marker to marker with two different rulers and felt it measured 3.5x24mml. It was reported that the box and the hub stated the measurement of 3.5x20mm. The procedure was completed with another taxus express2 drug eluting stent and the patient condition is "ok." The product is expected to be returned.